Event description:
It was reported that during a routine follow up, an alert for high impedance was observed. Real-time measurements were normal, and no noise was observed during isometrics. It was noted that the impedance had increased since implant. A revision has not yet been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.